Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer, accutni qc has been within the customer's established ranges. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011 which passed within instrument specifications. The customer sent sample to customer product line support (cpls) for additional testing. The cpls testing confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase, which is the root cause for this event. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining reproducible elevated troponin (accutni) results above the acute myocardial infarction (ami) cut-off for one patient that were generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory; however, subsequent testing on two (2) alternate methodologies produced lower "negative" results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.